Manufacturer narrative:
An examination of the provided cobas® mpx files was conducted, and an analysis of the pcr growth curve of the questioned sample (B)(6) verified an accurate positive calling. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes. No signs of malfunction were observed. Overall, there is no evidence of a product-related problem. There are no indications that the cobas® mpx lot or any of the omin reagents influenced the questioned result. Additionally, no signs of hardware-related issues were identified, as supported by valid positive and negative controls. It can be confirmed that there are no known issues with the used cobas® mpx lot j30027. It¿s of note that the positive called hbv pcr curves of the alleged sample (B)(6) with a CT of 38.75 was not robust and didn¿t exhibit a sigmoidal shape. In addition, the rmc positive and negative controls showed strong amplification curves for ic and the pc for the targets (hiv/hcv/hbv) indicating that the pcr as well as the sample preparation process worked as intended. Taking all the available information into account, an environmental hbv contamination of the sample in question (B)(6) can¿t be excluded. As dna (hbv) is more stable than rna (hiv/hcv) it might contribute/facilitate a potential contamination in a laboratory. Another possible cause for the questioned hbv reactive result for sample (B)(6) could be due to an occult hbv infection (obi). Obi is the most common nat-yield infection globally and is typically associated with very low viral loads (indicated by the late CT values of the samples in question), which would align with the results in this case (nat positive with late CT and hbsag not detected). Overall based on the available information, there is no indication of a product problem contributing to the unexpected reactive seen at the customer site.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2024, sample (B)(6) tested reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 38.75. Controls for this batch (ID 874) were valid. Subsequent tests using plasma samples from the same blood bag, collected on (B)(6) 2024 using new non-validated secondary sample tubes, were invalid (batches 880 and 884, respectively). On (B)(6) 2024, a fresh blood sample was obtained from the donor, and nucleic acid testing (nat) results were non-reactive (batch 888, sample ID (B)(6)). Serology results for hbv (hbsag = not detected) and syphilis were consistent between the initial sample and the subsequent samples. The blood bag was disposed of by the user.